Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, painful intercourse, discomfort, continued incontinence, urinary tract infections, inflammation, vaginal discharge, vaginal bleeding, mesh erosion, additional surgeries, urine leakage, and feces leakage. No further information has been provided.